Event description:
It was reported that the infusion set connector loosened and detached causing the cartridge to fall out of the ilet, interrupting insulin delivery. The event involved the connector component and was attributed to an incorrect setup procedure, after which the user was guided to refill and confirm tubing flow and the pump operated as expected. Symptoms included hyperglycemia with a reported fingerstick of 444 mg/dl. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified consistent with an improperly attached infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.